Event description:
It was reported to philips that ECG signal exhibited artifacts. The device was in clinical use for patient at the time of the event, however no patient harm reported, but may have led to a treatment delay. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
(B)(4).